Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, cystocele and rectocele repair due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of lesion of lower abdomen and advancement flap reconstruction on (B)(6) 2012 due to chronic inflammation and excoriated scar condition of the abdomen.